Event description:
It was reported to philips that there was an image processing error. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving patients to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was having the image processing error. Review of the system log file showed that there was an error in the image storage board. To resolve the issue, fse cleaned and reconnected isb and hard disk. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.